Event description:
The surgeon could not drill in the distal hole of the nail using the distal jig and penetrated corticis. Then, the tip of the nail caused another fracture.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.